Event description:
See MFR # 3004209178-2012-05134 for initial report related to device removal. A product return form was received that clarified that serial (B)(4) was removed. It was clarified that this indeed was a 3rd strike overdischarge. It was unknown why the patient let her battery die three times. There were no injuries and the patient recovered with no sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator found reduced capacity due to overdischarge.

Manufacturer narrative:
Lead model 3888-56, lot: v260683, implanted: (B)(6) 2009, explanted: na. Lead model 3888-56, lot v645666, implanted: (B)(6) 2011, explanted: na. Extension model 3708220, serial: (B)(4), implanted (B)(6) 2009, explanted: na. Programmer 37744, serial (B)(4). Recharger 37754, serial: (B)(4). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.